Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings: a review of the pump history showed a loss of prime with non-zero force was recorded. No loss of primes occurred during investigation. The force sensor calibration reading was found to be within the required specifications. The complaint of the loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Patient reported that loss of prime alerts continued even after switching to a different box of cartridges. Reportedly, patient was using cartridge per instruction for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.